Event description:
The facility's biomed engineering dept reported the device "turned on and off by itself". Info was not provided regarding whether or not the device was in use when the reported condition occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.